Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks due to noise were noted when it comes this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The noise was reproduced. An x-ray taken showed the electrode pin was firmly inserted into the device. Seal plug damage was suspected. A revision took place to check the electrode connection and seal plug integrity. Visual inspection found blood inside the seal plug. A tug test was performed before removing the electrode from the device and it was not possible to remove. The electrode was disconnected and connected to a new device. The sicd will be returned. No additional adverse patient effects were reported.